Event description:
A trilogy evo, USA ventilator was returned to a third-party service center for service for an allegation of a ventilator service required alarm. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the third-party 's service center the device did not pass the functional test of system leak verification: pressure drop over 10s, because the blower, hoses and bellows are contaminated with saline residue. Additionally, the device's front panel is contaminated with a sticky residue and was replaced. The device's blower bellows seal and blower mount are contaminated with saline and yellowed. The low flow o2 connector, tubing-system pca, tubing-blower chassis, and tubing-fio2 are contaminated with a white residue inside. The inlet side panel and outlet side panel are cracked, and the internal battery door, base assembly, dual limb cup, and rear cover are broken. All components have been replaced. An evt_mcl_foc_shutdown debug error was discovered in the event log, and the blower assembly has been replaced to address the issue. The device has been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements.